Manufacturer narrative:
Additional information: d1, d4, d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between october 3-4, 2024. H11: the device was received for evaluation containing 226 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The folfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused via peripherally inserted central catheter (PICC) during patient infusion. The device contained piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. H11: should additional relevant information become available, a supplemental report will be submitted.